Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), tubo-ovarian abscess ('tubo-ovarian abscess'), pelvic pain ('pelvic pain'), ankylosing spondylitis ('ankylosing spondylitis'), ovarian cyst ('ovarian cyst'), pelvic adhesions ('adhesions') and colitis ulcerative ('ulcerative colitis') in a 38-year-old female patient who had essure (batch no. 754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo an essure confirmation test". On (B)(6) 2006, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced skin infection ("skin infection"), herpes zoster ("shingles"), folliculitis ("folliculitis") and herpes simplex ("herpes simplex virus (outbreak)"), 6 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder / bowel inconsistency"), anxiety ("anxiety") and endometriosis ("pelvic endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (cystectomy, total hysterectomy, robot assisted totallaproscopic hysterectomy. Unilateral salpingo-oopherectomy and lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, tubo-ovarian abscess, ovarian cyst, pelvic adhesions, bladder disorder, urinary tract infection, fatigue, gastrointestinal disorder, weight increased, skin infection, anxiety, herpes zoster, folliculitis, herpes simplex and endometriosis outcome was unknown and the pelvic pain, ankylosing spondylitis, colitis ulcerative, dyspareunia, abdominal pain, back pain and metrorrhagia had resolved. The reporter considered abdominal pain, ankylosing spondylitis, anxiety, back pain, bladder disorder, colitis ulcerative, dyspareunia, endometriosis, fatigue, folliculitis, gastrointestinal disorder, herpes simplex, herpes zoster, metrorrhagia, ovarian cyst, pelvic adhesions, pelvic pain, salpingitis, skin infection, tubo-ovarian abscess, urinary tract infection and weight increased to be related to essure. The reporter commented: the ess305 essure coils were introduced into the uterine cavity, first on the left side and deployed with three coils visible at the end of the deployment, and then on the right side and deployed with four coils visible. The patient tolerated the procedure well. Discrepancy noted in essure insertion date:- previously mentioned as (B)(6) 2006 and now in pfs mentioned as (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), tubo-ovarian abscess ('tubo-ovarian abscess'), pelvic pain ('pelvic pain'), ankylosing spondylitis ('ankylosing spondylitis'), ovarian cyst ('ovarian cyst'), pelvic adhesions ('adhesions') and colitis ulcerative ('ulcerative colitis') in a (B)(6)-year-old female patient who had essure (batch no. 754913, 754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo an essure confirmation test". On (B)(6) 2006, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced skin infection ("skin infection"), (B)(6) zoster ("shingles"), folliculitis ("folliculitis") and (B)(6) virus infection ("(B)(6) simplex virus (outbreak)"), 6 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder / bowel inconsistency"), anxiety ("anxiety") and endometriosis ("pelvic endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (cystectomy, total hysterectomy, robot assisted total laparoscopic hysterectomy. Unilateral salpingo-oophorectomy and lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, tubo-ovarian abscess, ovarian cyst, pelvic adhesions, bladder disorder, urinary tract infection, fatigue, gastrointestinal disorder, weight increased, skin infection, anxiety, (B)(6) zoster, folliculitis, herpes virus infection and endometriosis outcome was unknown and the pelvic pain, ankylosing spondylitis, colitis ulcerative, dyspareunia, abdominal pain, back pain and metrorrhagia had resolved. The reporter considered abdominal pain, ankylosing spondylitis, anxiety, back pain, bladder disorder, colitis ulcerative, dyspareunia, endometriosis, fatigue, folliculitis, gastrointestinal disorder, herpes virus infection, herpes zoster, metrorrhagia, ovarian cyst, pelvic adhesions, pelvic pain, salpingitis, skin infection, tubo-ovarian abscess, urinary tract infection and weight increased to be related to essure. The reporter commented: the ess305 essure coils were introduced into the uterine cavity, first on the left side and deployed with three coils visible at the end of the deployment, and then on the right side and deployed with four coils visible. The patient tolerated the procedure well. Discrepancy noted in essure insertion date:- previously mentioned as (B)(6) 2006 and now in pfs mentioned as (B)(6) 2011. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Updated suspect drug indication. Lot number and lab data added. Event injury nos replaced with events dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods), ulcerative colitis, ankylosing spondylitis, bladder disorder, urinary tract infection, fatigue, gastrointestinal disorder, tubo-ovarian abscess, chronic salpingitis, bowel inconsistency/ weight gain, weight gain, plaintiff does not undergo an essure confirmation test, infection (other) describe: skin, anxiety, shingles, folliculitis, (B)(6) simplex virus (outbreak), reproductive system disorder or condition type of disorder or condition: pelvic endometriosis, ovarian cyst and lysis of adhesions added. Fu 2 and fu 3 process together on (B)(6) 2019: fu 2 and fu 3 process together. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.